Event description:
It was reported that the patient received an urgent low soon alert and confirmed a blood glucose of 71 mg/dl by both cgm and fingerstick, after which 10¿15 g of oral carbohydrate was taken and glucose stabilized; the patient noted a prior snack and perceived that the pump delivered insulin while glucose was in range as levels were trending upward, followed by hypoglycemia. Symptoms included shakiness and fogginess consistent with hypoglycemia. Outcomes included recovery after oral glucose without medical intervention or hospitalization. Investigation included a triage review and user education on urgent low and low glucose management. Investigation of this case revealed no device malfunction identified at this time and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.